Event description:
It was reported that device got stuck on the wire. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior tibial artery. A 1.75 peripheral rotalink plus and a rotawire was selected for use. The vessel was pre-dilated first with a 2.5mm x 220mm coyote balloon. During the procedure, it was noted that a 1.75mm peripheral rotalink plus was spinning when it got stuck on the rotawire. Difficulty in advancing the catheter was encountered as it was stuck to the wire, so the rotalink burr was removed together with the rotawire with no difficulties. The procedure was completed with a different device. No complications reported and the patient was fine post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The wire was able to be removed from the burr catheter with little restriction. There are numerous kinks along the body of the wire. Dimensional inspection of the wire that could be measure were performed and were within specification.

Event description:
It was reported that devcie got stuck on the wire. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior tibial artery. A 1.75 peripheral rotalink plus and a rotawire was selected for use. The vessel was pre-dilated first with a 2.5mm x 220mm coyote balloon. During the procedure, it was noted that a 1.75mm peripheral rotalink plus was spinning when it got stuck on the rotawire. Difficulty in advancing the catheter was encountered as it was stuck to the wire, so the rotalink burr was removed together with the rotawire with no difficulties. The procedure was completed with a different device. No complications reported and the patient was fine post procedure.